Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the multiple cubie pocket was failed to detect on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was not detected on bus. A field service engineer (fse) inspected components on drawer 5, but there were no leds (light emitting diode) that were lit in controller board. So, the fse replaced the drawer controller and bus controller to resolve the issue. Then configured and recovered by the customer. The system functioned as intended after the field service engineer repaired the device.